Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 model. The complaint of alarm of double beeping no cassette could not be duplicated or verified. Event log did not verify complaint, nor testing done. Preventative measures where taken to replace down stream occlusion sensor. Updated fields. B 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Device analysis completed in h 10 and summarized.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." No adverse effects were reported.